Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02630. The patient received an scs system, including an ipg and a surgical lead, on (B)(6) 2010. It was reported the ipg was explanted and not replaced due to ineffective stimulation. The leads were capped and left in the patient. The ipg was retained by the facility. No patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.